Event description:
The user received erroneous results from the p module multiple times for ldh, ggt, ast, alt, ammonia, alcohol, bicarbonate, and glucose. The user states some of the results were flagged with a data flag alerting the user that the result was invalid. The user provided one example of an initial glucose result of 39 mg per dl on the p module that when repeated on the hitachi 917 gave a result of 53 mg per dl. The repeat result was reported. The user refused to provide further examples. The field service rep determined there was a fluidics failure and adjusted the rinse station wash levels. He also replaced the lamp, cuvettes, heat cut filter, and sample probe. To verify the analyzer performance, he ran a cell blank, calibration, controls, and a precision check.